Event description:
It was reported that stent migration occurred. The target lesion was located in the right coronary artery (rca). After implanting a 32mm x 3.5mm promus premier¿ drug eluting stent, an 8.0mm x 3.5mm promus premier¿ stent was advanced and deployed proximal to the previously implanted stent. The stent was post dilated and looked fine on angiography initially. The post dilating balloon was removed and another picture was taken which revealed approximately 2mm gap in between the two implanted stents. The 8.0mm x 3.5mm promus premier¿ stent appeared to have shortened in length and or have moved proximally. The procedure was completed by implanting another 12mm x 3.5mm promus premier¿ stent to cover the gap and "back over" the 8.0mm x 3.5mm promus premier¿ stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).